Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d9, g2, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on valve bond edge assessed as unidentified (tear). ¿ pain: unable to observe as it no additional observations performed on the device. No further actions are required.

Event description:
Later healthcare professional confirmed event of deflation.

Event description:
Patient reported "deflation with pain". This is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.